Manufacturer narrative:
Reference: case-(B)(4).

Event description:
It was reported that, during a meniscus procedure, the cassette of the dyonics 25 was leaking fluid. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that one of the transducer membranes on the cassette is missing. Functional evaluation revealed that the cassette would leak fluids due to the missing membrane. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process showed that an assembly step was missed. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.